Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2022, the patient experienced swelling and infection. A revision surgery and debridement were performed on (B)(6) 2023 to treat this adverse event in which a lgn ps high flex xlpe sz 1-2 10mm was exchanged while a legion ps oxin fem sz3 rt and a gii cm tib size 2 {} right remained. In addition, the surgeon does not believe that the product is at fault. The current health status of the patient remains unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although, supporting clinical documentation has not been provided; the reported debridement and revision were associated with an infection. For which, ¿the surgeon does not believe that the product is at fault.¿ therefore, there were no clinical factors found which would have contributed to the reported infection and subsequent revision. The patient impact beyond the reported revision cannot be determined with the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.